Event description:
Reporter indicated a patient died at home the same evening after being released from the hospital following vns generator replacement surgery. The vns was programmed off. The death was not witnessed and the patient was found dead by her mother. The reporter has stated the vns was unrelated to the death. No autopsy will be performed. It is unknown if the patient was buried with the vns. The manufacturer has determined the death was probable sudep.